Event description:
A physician reported a patient who was double skin tested on 18 september 1998 and 2 october 1998 with negative results. She was treated on 20 november 1998 into the inferior eyelid and glabella, on november 1998 patient developed erythema, edema, a warm sensation, and pruritus in the inferior eyelid and glabella. On 11 december 1998, the physician prescribed oral locoid and zyrtec. On 15 december 1998, the physician prescribed oral celestome. The symptoms resolved on 24 december 1998. The symptoms were considered product related.